Event description:
Complaint found in maude database: "central line dressing with drainage when the dressing was removed noted no leaking from insertion site. Upon further inspection, a hole noted in tubing of white port. Sodium bicarb infusing through port leaking all down backside of patient. Line immediately occluded. Attending physician notified and central line removed".

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number 12031494, MDR text key 257163919. Date report sent to FDA: 06/14/2021. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). MDR report key/report number (B)(4), MDR text key (B)(4).

Event description:
Complaint found in maude database: "central line dressing with drainage when the dressing was removed noted no leaking from insertion site. Upon further inspection, a hole noted in tubing of white port. Sodium bicarb infusing through port leaking all down backside of patient. Line immediately occluded. Attending physician notified and central line removed".